Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.

Event description:
Covidien received information stating that during patient use, the 980 ventilator rate changed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.